Manufacturer narrative:
Firing mechanism. Eval summary: the analysis showed that the lts60a device was rec'd in good visual condition and with a reload loaded in the device. The reload was rec'd partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lcokout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was found to be non-functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies related to the event description were found during the mfg process.

Event description:
It was reported that during a gastric bypass procedure, the device had premature lockout. The knife blade was slightly advanced and enabled it to be fired. Another device was used to complete the procedure. There was no adverse consequence to the patient.